Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber exhibited a body break between the input connector and the control knob. The glass cap exhibited no devitrification and there were no signs of charred detritus adhesion on its surface. It was also confirmed that the connector cone, segments, and tabs appeared in good condition and secured. The fiber was functionally tested with the hene (helium-neon) laser fixture identifying that most of the output escapes from the fracture location and the fiber tip condition indicates the fiber was not used. The fiber connector also passed the connector segment verification test. It is likely that during procedural handling of the device during unpacking or set-up like excessive manipulation technique contributed to the fiber body break. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber used was not recognized. It was also confirmed that the fiber was not physically damaged. The procedure was completed using another fiber. There were no patient complications. Upon return, product analysis identified a body break between the input connector and the control knob.